Event description:
It was reported the pt lost her charger system several years ago and has not been able to charge the ipg since. The pt will consult with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.